Event description:
Additional information was received on 28 sep 2022: the sheath crack was noted after the package was opened; therefore, the device was not used on the patient. The procedure was completed with another product.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information in section b5, to provide the completed investigation results, and to report that this reported event has been reassessed and deemed not reportable based upon the additional information received. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been off axis loading of the carrier tube hub resulting in device separation. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Initial reporter name : unknown. Occupation: unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device involved sheath was cracked during the catheter delivery. There was no patient, and no medical or surgical intervention was required. This event occurred intra-operative.